Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2011 via tha at (B)(6) hospital. It was reported that the revision surgery was performed on (B)(6) 2020 by replacing the head and the liner because the patient had a pain which was caused by pseudotumor. The reason of pseudotumor was thought to be mom. The stem was remained. The revision surgery was completed with 240 minutes delay. During the surgery, at the time of removal of the head, the surgeon found adhering substance which was considered to be metal debris. The surgeon requested to investigate the component of the adhering substance. The surgeon commented that the pseudotumor thought to be caused by mom. The explanted head, liner and remained stem will not be returned. The adhering substance which was found by the surgeon will be shipped to your site for investigation. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary -the depuy device associated with this report has not been returned. Pieces of debris taken from the patient were returned for examination. The material is tissue with trace cobalt and chromium debris, which would be consistent with tissue adjacent a metal-on-metal articulation and the typical wear debris generated from that articulation. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Corrected: d9 and h3 the reported product received date ((B)(6) 2020) is being retracted since no physical depuy device was returned.